Event description:
During an event the stent was deployed within the superior div m-2 branch, extending into the m-1 segment with success. Attempted to deploy a 2nd stent of the same size, however, the stent delivery catheter would not pass through the interstices of the previously placed stent, despite several attempts. The stent delivery catheter was removed and procedure was terminated.